Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed there was device failed, please return error message when turned on and when dc adapter was plugged in, device operation failed to go past the error message, establishing a relationship between the device and the reported event. The root cause was identified as a defective control board. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. .

Event description:
It was reported that the renasys go gives the device alarm "device failed" when plugged in. No case involved.